Event description:
Additional information was received that the patient presented to the hospital six months later after receiving several shocks. Interrogation of the device revealed an open circuit condition during shock delivery fault message. Review of device memory showed that tachycardia therapy was appropriately delivered for true ventricular tachycardia (vt), however, therapy was unsuccessful in treating the rhythm and tachycardia therapy was exhausted. Shock impedance measurements were observed to be 158 ohms in the rv coil to can configuration. Boston scientific technical services (ts) reviewed the episodes and discussed that the fault message resulted in delivery of only maximum energy shocks for episodes that occurred following the fault message and discussed that clearing the fault message would restore programmed therapy. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was successfully implanted and the physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic implantable defibrillation lead and chronic implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. During a routine device replacement, shock impedance measurements were observed to be 140 ohms when the lead was connected to the replacement ICD. All other lead measurements were reported to be within normal limits. Fluoroscopic imaging of the lead revealed no lead integrity issues. The physician elected not to perform defibrillation threshold (dft) testing due to the patient's condition. No adverse patient effects were reported.